Event description:
Report from healthcare worker indicates that for the last 8 - 10 years they developed headaches, sometimes followed by nausea and vertigo. These symptoms last for 4 - 5 hours. Symptoms are not present when not working. Has been under the care of a neurologist.